Event description:
A report was received that the dbs patients ipg battery depleted early. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
With all the available information, bsc concludes that the complaint was confirmed, however, the root cause of the complaint could not be determined. The returned ipg was analyzed and found that the data log displayed a sudden decrease in the battery voltage on one occasion during a six hour period. There were no device resets during this period. The device passed all other required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the dbs patients ipg battery depleted early. The patient underwent an ipg replacement procedure.